Manufacturer narrative:
The product was not returned for analysis; the device remains implanted. Results from the product history record review indicated the product met release criteria. There have been no other complaints reported in the lot number. Additional information was requested by fax and mail on 01/08/2009 and by phone on 01/05/2009 and 01/09/2009. A completed questionnaire was received on 01/20/2009. This report was mailed to FDA on: 01/30/2009.

Event description:
A consumer reported experiencing halos following bilateral intraocular lens (iol) implant surgery. The patient reports the halos make if difficult to work under fluorescent lights and she feels unsafe driving on the freeway at night. The surgeon reported that he had discussed in depth the possible side effects of the iol with the patient prior to surgery. In a follow up, the surgeon reported the outcome of the event as "excellent." There are two medical device reports associated with this event. This report is for the right eye.